Event description:
It was reported that prior to an implant procedure, the pacemaker failed to be interrogated with inductive telemetry. The pacemaker was not used and replaced on (B)(6) 2025. There was no patient involvement.